Event description:
It was reported that the implantable pulse generator (ipg) would not connect to the remote control. The patient went through several charging regimens and troubleshooting attempts, however, it was determined that the ipg was unresponsive and damaged. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively.